Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital with pocket erosion and was noted to have developed a pocket infection. The pacemaker was extracted. The patient was stable. No additional information was reported.